Event description:
The customer reported twenty nine alaris pumps alarmed for "replace battery" during patient use and testing. The battery date code is 1722. There was no patient harm.

Manufacturer narrative:
The customer¿s reported complaint of pumps alarming for ¿replace battery¿ was not confirmed or replicated during testing of two returned batteries. Based on the alaris system directions for use (dfu) document v9, stated message occurs at system on when battery has less than 50% of original capacity. Asm battery status, battery conditioning and battery runtime test results demonstrate batteries are in good working condition, within specification. It is suspected that improper battery care may have resulted in a reduction of battery capacity inadvertently displaying alarms to replace the battery. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The customer¿s reported complaint of pumps alarming for ¿replace battery¿ was not confirmed or replicated during testing of two returned batteries. Based on the alaris system directions for use (dfu) document v9, stated message occurs at system on when battery has less than 50% of original capacity. Asm battery status, battery conditioning and battery runtime test results demonstrate batteries are in good working condition, within specification. It is suspected that improper battery care may have resulted in a reduction of battery capacity inadvertently displaying alarms to replace the battery. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported twenty nine alaris pumps alarmed for "replace battery" during patient use and testing. The battery date code is 1722. There was no patient harm.